Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular lead exhibited high capture thresholds and noise. The patient was symptomatic due to pacing inhibition from noise. The lead was explanted on (B)(6) 2014.